Manufacturer narrative:
(B)(4).

Event description:
Registered nurse contacted dexcom technical support on behalf of patient on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014. Registered nurse did not report any injury or medical intervention at the time of contact with dexcom technical support.